Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros amon quality control result was obtained from a non-v control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. The assignable cause of the event was determined to be an instrument issue. A within-run amon precision test performed prior to service actions was outside of ortho precision guidelines. The ortho field engineer performed service actions to the vitros system and post service precision testing performed using two different amon slide lots was acceptable indicating the vitros 5,1 fs chemistry system was performing as intended. An alternate amon slide lot 1015-0242-2230 was put into use and acceptable qc results have been maintained.

Event description:
The customer observed a non-reproducible higher than expected vitros amon quality control result from a non-vitros control fluid using vitros amon slides on a vitros 5,1 fs chemistry system. Level 2 result: 118.0 umol/l versus expected 85 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).